Event description:
On 03/06/2023, it was reported by a sales representative via sems that an ar-9676 angled reamer broke inside of an ar-9597-20 angled reamer sleeve. This occurred during a case, with no patient effect reported. No additional information provided. Additional information requested. Additional information was provided on 06/19/2023 via phone, it was reported that this event occurred during a reverse total shoulder procedure on (B)(6) 2023, when reaming the glenoid the attachment dislodged and stuck in the sleeve. There were no fragments produced. The patient had standard bone quality.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Visual evaluation revealed abrasion marks on the base of the angled reamer, inside of the inner diameter and is chipped at the edges of the device. The probable cause is when the matting metal parts were activated. Most likely cause attributed to misuse due to user error.